Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were reported out of the laboratory, generated by the synchron lx I 725 clinical system. It is unknown if patient treatment was affected in this event. The risk of serious injury will be assumed upon recur. Separate reports 2050012-2011-00091, 2050012-2011-00092, and 2050012-2011-00094 have been submitted for the other patients associated with this event, which were reported on different dates.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results that were reported out of the laboratory, generated by the synchron lx I 725 clinical system. The results, provided by the customer. It is unknown if patient treatment was affected in this event. Separate reports 2050012-2011-00091, 2050012-2011-00092, and 2050012-2011-00094 have been submitted for the other patients associated with this event, which were reported on different dates.

Manufacturer narrative:
Customer indicated that qc results have been acceptable. No specific system issues were noted. Service was not requested for this event, as this a reagent issue. Investigation into root cause of this issue is ongoing. This follow up is submitted to correct typo's observed in the original report. This event should have been filed as a product problem and a malfunction. No additional information is available at this time.

Manufacturer narrative:
Customer indicated that qc results have been acceptable. No specific system issues were noted. Service was not requested for this event, as this a reagent issue. Investigation into root cause of this issue is ongoing.